Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. Reference: (B)(4).

Event description:
It was reported that after the patient was sedated, the patient underwent an atrial fibrillation (afib) procedure. During the procedure when the physician connected the catheter, it was noted that the catheter did not display an image. The catheter was reconnected but the issue continued so a new catheter was reinserted into the patient to complete the afib. The ultrasound system was not rebooted. There was no delay or loss of data reported. There was no report of patient adverse event. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the date new information was received and the type of report. After several attempts were made to obtain the catheter referenced in the initial report, it was not returned to siemens; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined. Based on trend analysis, the probable cause of the reported phenomenon could be stack damage or saline contamination due to user error. (B)(4).